Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed no delivery alarm during prime. Customer took the reservoir out of the device and pushed the plunger and no insulin dropped from the infusion set. Customer's blood glucose was unknown. Customer agreed to return the infusion set for analysis.